Manufacturer narrative:
Additional information has been requested and is currently not available. No trend considering the following event is identified: revision due to infection. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that a patient underwent an initial total hip arthroplasty on (B)(6), 2016. Subsequently, the patient underwent a revision surgery due to infection on (B)(6), 2016. The femoral head was the only product which was revised. No medical data such as x-rays, surgical notes or any other case-relevant documents received the device has been requested for investigation, currently no product was returned to zimmer biomet for in-depth analysis. The compatibility check was performed from (B)(6) and showed that the product combination was approved by zimmer biomet. Sterilization certificate (biolox head) were reviewed. The sterilization certificate confirms that the product was sterilized according to the specifications. Root cause analysis root cause determination using dfmea: - incorrect sterilization method leads to non sterile head implant due to incorrect sterilization method not possible: the sterilization method is validated according to the sterilization specification. - non sterile product due to improper handling during surgery due to wrong handling of device due to wrong information possible: the handling of the device is out of zimmer biomet control. - transmission of infectious agents or mechanical failure due to reuse of the device which is only intended for single use possible: IFU for endoprosthesis d011500200 (chapter "warnings - single use only - do not re-use" and symbol on box label: "not to be re-used" is provided to customers. However, still it is not surely known whether the device was used before or not. Conclusion summary the gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot has been reviewed and was found to be according to specification. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it can be excluded that an unsterile device caused the infection. However, the IFU for endoprosthesis d011500200 states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Nevertheless, possible causes of infection include wrong handling of device due to wrong information and reuse of the device which is only intended for single use. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. An e-mail requesting the following additional information was sent on may 12 , 2017 to the appropriate representatives. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. This is a split case with zimmer inc. (B)(6) (B)(4). (B)(4).

Event description:
Patient underwent tha with continuum cup - biolox delta, ceramic femoral head, m 32/0, taper 12/14 implanted on (B)(6) 2016 and underwent revision surgery on (B)(6) 2016 due to infection. During that revision, only the head was explanted and the cup retained. Subsequently, on (B)(6) 2017 patient underwent gridlestone procedure and all components were explanted.